Manufacturer narrative:
Analysis found external insulation abrasion at 14.5cm to 15cm from the connector pin consistent with friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance was observed on the lead. Lead was explanted and replaced.